Event description:
It was reported that the lead was explanted due to noise and inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 9.5-10.1cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 12.5-13.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 41.5-42.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.